Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. As was reported from the field, the device could not be communicated with. Additionally, the device had no pacing output. The device case was removed to facilitate inspection and testing of the internal components. The battery monitoring voltage was measured to be 0.36 volts, which is much lower than expected (i.e., too low to support telemetry or pacing functions). An external power source was connected to the device and a high current draw was noted. Detailed testing identified an area on the mixed mode integrated circuit (mmic) that appeared to have been damaged due to electrical overstress. This damaged component was confirmed to be the root cause of the high current draw, subsequent decreased battery voltage, and inability to interrogate this device. Although it was not possible to definitively identify the root cause of the electrical overstress, it is possible the internal component was damaged due to exposure to electrocautery.

Event description:
It was reported that, during an left ventricular (lv) lead implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was put into electrocautery mode for an extended period of time and then could not be interrogated. Troubleshooting was performed, but ultimately, the device was also removed and replaced. No additional adverse patient effects were reported.